Event description:
Physician was using a pair of harmonic shears during a surgical procedure. The part of the shears used inside the patient broke releasing two small pieces from the upper jaw into the abdominal cavity. The two pieces were immediately retrieved and the patient was not harmed.